Event description:
It was reported that patient presented via merlin.net transmission. The stored egm showed device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended and were made. The patient was asymptomatic throughout the event.